Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 1/15/2019, device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned in the original package (folding carton). The plunger and pushrod were observed in an advanced position. The pushrod was observed that overriding the intraocular lens (iol) in the cartridge. Residue of viscoelastic material was observed on the cartridge. No damage was observed to the cartridge. The customer's reported complaint as stuck in cartridge was verified. However, as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Removed/replaced within initial procedure. If explanted; give date: n/a (not applicable). Replaced within initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 24.5 diopter intraocular lens (iol) would not advance and had to be replaced with another lens. There was no surgical intervention required and no patient injury. No further information provided.